Manufacturer narrative:
The insulin pump was monitored for 4 hours with a 2.0 basal rate. The device functioned properly. No basal or history anomalies were noted. However, the unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, unexpected restart error, and operating current tests along with the self test due to a broken off end cap. The following cosmetic damage was noted: minor scratches on the display window, cracked casing at the display window corners, cracked reservoir tube lip, and a broken off end cap.

Event description:
It was reported via phone call that the customer's insulin pump had a basal anomaly. The patient's blood glucose at the time of incident was 8.0 mmol/l. No further details were provided. The insulin pump was returned and replaced.